Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced a urinary tract infection, vaginal wound opening, erosion, continuing stress urinary incontinence, slow stream and pelvic pressure. Surgical exploration, vaginal wound closure and mesh excision/explant were performed.